Event description:
While wearing the external equipment, the pt reportedly experienced uncomfortable sensation and pain. In 2006, the pt was seen by a company rep for device evaluation. Testing performed confirmed, that the device was functioning. The decision was made to explant the device. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.